Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 10/20/2018; belt: 06/04/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2018. The patient was unconscious in the hospital and medical staff were present. Review of the download data, indicates the patient received one shock in response to oversensing of low cardiac signal. The patient was in an idioventricular rhythm (60 bpm) transitioning to ventricular tachycardia (170 to 190 bpm) degrading to asystole and then transitioning back to an idioventricular rhythm ( 20 to 40 bpm) from 10:22:27 to 10:30:22. Roughly one minute and 30 seconds later the lifevest delivered a treatment shock to the patient while the patient was in an idioventricular rhythm (40 bpm). The post shock rhythm was idioventricular rhythm (40 bpm). The response buttons were pressed early in the detection sequence but not prior to the treatment shock and then again a few minutes after the shock. At 10:39:43 the patient was in an idioventricular rhythm (15 bpm) degrading to asystole with intermittent cardiac activity transitioning to an idioventricular rhythm (10 bpm) and then degrading to asystole until the device shutdown at 10:45:27. The patient passed away on the morning of (B)(6) 2018.